Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femur confirms the condyle has fractured. Femoral component was submitted for further analysis. Analysis determined fatigue mode of fracture identified throughout exhibiting typical step-like fracture. Fatigue striations are also identified at high magnification on the fracture surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date : 2005. Associated products : unknown nexgen articulating surface part/lot# : unknown, item# : 00598005701; stemmed tibial component precoat size 7; lot# : unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient was experiencing ambulation pain and referred to having a "crunch" in the knee while walking. Patient underwent a revision surgery where they verified the femoral component was broken.